Event description:
Pt was to have a cardiac cath; IV inserted in the antecubital space; when dc'd a small part of the plastic was left in. Ultrasound was performed and piece not located. Physician decided to not pursue as it would cause more damage than leaving the piece in. Pt to f/u with physician. Unable to get rep to return my calls after 30 days.